Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. While using the apex balloon, the physician was unable to see the markerbands under fluoroscopy. No patient complications were reported with the patient's current condition listed as "fine". Additional information was requested but was not received.

Manufacturer narrative:
It is unknown whether the device is monorail or over-the-wire. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.